Event description:
Subsequent to the initial MDR, a correction is required. It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported having a medtronic pacemaker and began using the dexcom g7 on (B)(6) 2025. Shortly after sensor insertion and warm-up, the patient experienced unusual symptoms, including irregular movements resembling the onset of a seizure and a general sense of imbalance. The patient described these symptoms as starting approximately 15-20 minutes after insertion while seated. Initial symptoms included involuntary movement in the fingers of the left hand, progressing to the foot, accompanied by dizziness, lightheadedness, nausea, and episodes of irregular heartbeat. The patient noted that these sensations were similar to prior seizure and stroke experiences, though not a full seizure. The first sensor was inserted on (B)(6) 2025, in the left arm by the patient¿s physician. Symptoms persisted but weakened over time. After replacing the sensor on (B)(6) 2025 which is capture on this report, in the right arm (approximately 12 inches from the pacemaker), symptoms returned with increased severity, requiring the patient to use a walker. The patient continues to experience dizziness and numbness in three fingers of the left hand. The patient expressed concern that the g7 transmitter may interfere with the pacemaker due to electromagnetic sensitivity. The patient¿s physician suggested the symptoms could be related to the g7. Additionally, the patient reported discrepancies between g7 readings and fingerstick measurements, with g7 readings consistently 30-40 mg/dl higher than the meter. No symptoms or treatment were reported in relation to the accuracy concern. Current medications include metoprolol for hypertension, thyroid hormone therapy, and 12 mg of hydrochlorothiazide. At the time of the call, the patient continued to feel dizzy. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. B7 other relevant history - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data. This is 2 of 2 reports of the patient reported serious symptoms of mobility interference and seizure-like activity that occurred two separate times. Please see related record (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial and supplemental MDR, a correction was updated on 1/27/2026. It was reported that an adverse event occurred. The patient stated that her symptoms were more intense with the second sensor (which is reported on this report) and progressed to the point where she felt the need to use a walker. She expressed concern that the g7¿s transmission might be interfering with her pacemaker, noting that she considers herself electro-hypersensitive. She also reported that her physician suggested the symptoms could be related to the g7.the patient additionally reported perceived inaccuracy issues when transmitting glucose data to her physician. She stated that when she compares the g7 readings with a fingerstick measurement, the g7 values appear approximately 30-40 mg/dl higher (see (B)(4)). No symptoms or treatment were reported related to this inaccuracy allegation. These symptoms lessened over time but returned with greater intensity after applying the second sensor. The second sensor was inserted on (B)(6) 2025, in her right arm, approximately 12 inches from her medtronic pacemaker. She reported continued numbness in three fingers of her left hand. At the time of the call, she continued to experience dizziness. The patient reported current medications including metoprolol for hypertension, thyroid hormone replacement, and 12 mg of hydrochlorothiazide. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported having a medtronic pacemaker and began using the dexcom g7 on (B)(6) 2025. Shortly after sensor insertion and warm-up, the patient experienced unusual symptoms, including irregular movements resembling the onset of a seizure and a general sense of imbalance. The patient described these symptoms as starting approximately 15-20 minutes after insertion while seated. Initial symptoms included involuntary movement in the fingers of the left hand, progressing to the foot, accompanied by dizziness, lightheadedness, nausea, and episodes of irregular heartbeat. The patient noted that these sensations were similar to prior seizure and stroke experiences, though not a full seizure. The first sensor was inserted on (B)(6) 2025, in the left arm by the patient¿s physician. Symptoms persisted but weakened over time. After replacing the sensor on (B)(6) 2025, in the right arm (approximately 12 inches from the pacemaker), symptoms returned with increased severity, requiring the patient to use a walker. The patient continues to experience dizziness and numbness in three fingers of the left hand. The patient expressed concern that the g7 transmitter may interfere with the pacemaker due to electromagnetic sensitivity. The patient¿s physician suggested the symptoms could be related to the g7. Additionally, the patient reported discrepancies between g7 readings and fingerstick measurements, with g7 readings consistently 30-40 mg/dl higher than the meter. No symptoms or treatment were reported in relation to the accuracy concern. Current medications include metoprolol for hypertension, thyroid hormone therapy, and 12 mg of hydrochlorothiazide. At the time of the call, the patient continued to feel dizzy. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0629 palpitations / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.